Event description:
Additional information received from the health care provider (hcp) via the clinical study reported the outcome as resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2015 during an inpatient trial, the patient experienced a post-dural puncture headache with nausea due to the csf (cerebral spinal fluid) leak. The event was not related to the device and not considered serious. The severity was considered mild (did not interfere in a significant manner with the subjects normal functioning level) and resulted in a prolongation of existing hospitalization. On (B)(6) 2015, the patient was administered compazine. The event outcome as of (B)(6) 2015 was ongoing. On (B)(6) 2015 information was received from psr indicating that the event occurred during a trial and the serial numbers of the pump and catheter used during the trial are not collected. The medication that was used during the trial was baclofen (1 mcg/ml) and hydromorphone (0.01 mg/ml). The rate of the drug administration was 1.5 ml/hr.

Event description:
Additional information received from the health care provider (hcp) via the clinical study reported the concomitant medication was morphine extended release, oxycodone immediate release, and gabapentin. Medical history inlcudes back pain with leg pain, complex regional pain syndrome ii, peripheral neuropathy